Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the customer had a sensor break on the insulin pump. Customer's blood glucose was unknown mg/dl. The customer's nurse when opened blister, discovered no canula on the sensor. The customer stated that one use unit to return.

Manufacturer narrative:
One opened and used sensor was inspected and the sensor cannula was found retracted inside of the sensor. It could not be confirmed if the customer received the sensor damaged due to the product being returned opened and used. The cannula was retracted and whole and no broken or missing part was noted.